Event description:
It was reported that on (B)(6) 2022, a hardware removal case was happened. During the removal a viper prime cfxfen screw construct it was clear that there was a broken screw. The surgeon was not sure if this happened before the case, or during. The patient was not adversely effected during the case. The surgeon did not attempt to retrieve the portion of the screw secondary to the fact that it would be been detrimental to the patient. No further information. This report is for one (1) viper prime cfxfen xtab 6x45mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product codes: kwp and nkb. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.